Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2017 with the following findings: a review of the pump¿s black box showed data from the date of the event had been overwritten. The current black box showed evidence of unexplained pump reboots on 06/06/2017 and 06/07/2017. The black box also showed cs 052/054 errors on those dates. There were battery compartment cracks observed in the thread area and below grip pad. The battery compartment threads were damaged. There was no evidence of contamination found inside the battery compartment. During testing, the pump was powered on with the returned battery cap but the battery cap was unable to fully tighten. The battery cap height and width measurements were within specifications. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms or reboots occurring. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The complaint of an intermittent power issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a failed cold solder connection on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.